Event description:
It was reported that the ilet user experienced hyperglycemia with a blood glucose of 255 mg/dl while hospitalized for kidney failure and receiving multiple medications including prednisone, and that a meal was announced on the pump but not consumed, which could cause algorithm maladaptation and elevated glucose. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no alerts or alarms. Investigation included technical support troubleshooting and education with the caregiver. Investigation of this case revealed that no device or supply issue was identified during the interaction. It was concluded that the event was related to unclear cause with contributory factors including a missed meal after announcement and concurrent illness/medications, and that the device performed as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.